Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the needle and thread came off when the scrub nurse took the device out of the packet or when pulling action was performed. Another device was used to complete the case. There was no patient injury.